Event description:
It was reported that the patient was no longer getting relief from the indirect decompression spacer. The patient underwent an explant procedure and successfully had the indirect decompression spacer removed.